Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), product type: catheter. Product ID: 8711, lot# j10954r54, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, male patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the patient's pump was no longer effective. For some reason, "the pump stopped working." According to physicians, the pump looked intact. On (B)(6) 2016, during a contrast study, no cerebrospinal fluid (csf) or drug fluid was able to be withdrawn from the pump. They suspected a catheter issue. They could not proceed with a computed tomography (CT) scan since they could not be sure there was not any drug left in the catheter. It was noted that the patient had had multiple procedures that could have built up a large amount of scar tissue in the pump site. As of (B)(6) 2016, it was unknown if the issue was resolved. The patient's status was reported as "alive - no injury." It was later reported that no surgical intervention occurred. The patient was brought down to interventional radiology (ir) to try and access the catheter access port (cap) and see what might have been going on with the catheter. No other procedure took place. They suspected a "catheter kink/tangle." It was unknown what other procedures the patient had; the patient simply stated that might have been why the physician's assistant (pa) had difficulty accessing the catheter port.

Manufacturer narrative:
Concomitant medical products: catheter model 8711; serial # (B)(4); explant date: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 05-may-2016 and it was reported that the pump was delivering gablofen (2000 mcg/ml at 750 mcg/day; lot # 2138106). The patient¿s other medications were baclofen, ditropan, lisinopril, amlodipine, and depakote. The patient¿s medical history included spastic cp (cerebral palsy) and allergies to pcn (penicillin) and morphine. A spiral CT was done and confirmed no medication/csf (cerebrospinal fluid) back from the catheter. Therefore, there was a catheter disconnect, kink, or fracture. It was noted that scar tissue along the surgical incision was not uncommon. The patient¿s symptoms related to the event was increased spasticity. The patient was treated with oral baclofen and referred to a neurosurgeon for a catheter revision. The cause of the event was noted to be possible catheter fracture, kink, or disconnect. Additional information was received from a company representative and it was reported that the catheter was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.